Manufacturer narrative:
Internal complaint reference: (B)(4). "Comparison of intertan intramedullary nail and proximal femoral anti-rotation intramedullary nail fixation in the treatment of senile unstable intertrochanteric fractures." Doi: 10.3760/cma.j.issn.1671-7600.2019.12.007.

Event description:
It was reported that on literature review "comparison of intertan intramedullary nail and proximal femoral anti-rotation intramedullary nail fixation in the treatment of senile unstable intertrochanteric fractures", 2 patients presented a wound infection after being operated with intertan. Further information is unknown and unavailable.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.